Event description:
The customer reported the system displayed high voltage errors and would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and found the monoblock x-ray tube assembly was faulty, but no conclusion can be drawn as repair info is not available.